Event description:
It was reported that following the spaceoar placement under local anesthesia, the magnetic resonance imaging showed that the hydrogel flowed outside the prostate capsule. The physician concluded that the hydrogel was incorrectly positioned during the implantation process.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that following the spaceoar placement under local anesthesia, the magnetic resonance imaging showed that the hydrogel flowed outside the prostate capsule. The physician concluded that the hydrogel was incorrectly positioned during the implantation process.